Event description:
Patient reported persistent knee pain post scp.

Manufacturer narrative:
There have been several requests to the patient for surgeon notes, radiographic data, etc. To assist in the analysis, none have been supplied. The only method of contact with the patient has been through e-mail. The last two e-mails sent (8/6/18 and 3/27/19) have not been responded to by the patient. Lacking information regarding the procedure, this complaint is being closed without further investigation. If information is supplied by the patient, this complaint will be reopened and further investigated. The DHR was unable to be reviewed, as the lot number for the device related to the event was unable to be confirmed. The product was not returned for the investigation, as it remains implanted in the patient.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR was incorrectly filed under the wrong MFR number. This event will be reported under 3008812173. A patient reported that they underwent subchondroplasty on an unknown date. Subsequently patient stated that the implant had caused the knee to deteriorate and undergo a knee replacement. Once additional information is available about the event, a supplemental report will be submitted.

Event description:
Patient states filler caused knee to deteriorate causing patient to undergo a knee replacement.